Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient was unable to provide full clinical details about the event. An email was sent to patient. The patient reported the hospitalization to be related to the pairing failure. The patient was only wearing her insulin pump and since it was not reading her bg, pump was not giving her the right amount of insulin (3 basal/hr) causing hyperglycemia. No other details were documented. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be missing sample failure via data. No additional patient or event information is available.